Event description:
While speaking with the service hotline on (B)(6) 2010 regarding a different matter, the user mentioned that he had sustained an injury as a result of an event that was previously reported and documented in (B)(4), opened on (B)(6) 2010. The previously unreported injury was sustained when the user fell from the device during the earlier event. The user sustained a shoulder injury where the bicep tendon was separated from the bone. The user stated that surgery was required to repair the injury. The user also stated that he struck his head and elbow in the fall, but that neither required medical attention. When asked by company reps as to why he had not previously reported the injury, the user responded that he had been "partying with his friends" at the time of the event. The user would not provide further info regarding the event to the company. (B)(4).

Manufacturer narrative:
The user reported a previously unreported injury that occurred on (B)(6) 2010 and would not provide add'l info other than that documented in this report. The device was not made available by the user for eval and the user declined to provide further info regarding the circumstances of the original event.